Manufacturer narrative:
One (1) used, list # ch2000s-pc, spinning spiros closed male luer, purple cap; lot # 3648891, one (1) used, unknown vial spike adaptor w/ balloon; manufacturer - unknown, and one (1) used, partially full, abraxane 100mg/20ml chemotherapy drug vial were received for testing and evaluation. The ch2000s-pc spinning spiros was returned with a used 50ml pic solution luer lock syringe. The luer lock syringe did not have any indication of luer thread damage that would suggest long lever bending forces were applied. The spinning spiros was visually and functionally evaluated and there were no indications that the source of the reported disconnection was related to the design or assembly of the spinning spiros. The probable cause of the reported separation of the syringe from the spinning spiros cannot be determined. The DHR for lot 3648891 was completed and no non-conformances were found that would have contributed to the reported product complaint.

Manufacturer narrative:
The device is expected to return for evaluation. The device has not been received.

Event description:
The event occurred on an unspecified date. The event involved a spinning spiros closed male luer, purple cap that during a syringe infusion of unspecified chemo medications, the device disconnected from the syringe. There was report of unprotected chemo exposure; however, there was no serious injury, no blood loss, no delay in critical therapy, no adverse operator consequences, and no med-surg intervention was required.